Event description:
Cpi received info that a pt with this ICD and leads was experiencing oversensing. The physician performed an invasive procedure to evaluate the system and elected to remove the rate sensing leads from service because he felt there may be an insulation problem with them. The leads were capped and remain implanted. The ICD remains active and implanted.